Event description:
It was reported that the patient felt discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.